Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and infection. The patient was treated with surgery (robotic assisted laparoscopic total vaginal hysterectomy with bilateral salpingectomy and cytoscopy). Essure was removed. At the time of the report, the device breakage, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result:essure device was successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('general, abnormal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included nausea, vomiting, gallstones, non-alcoholic steatohepatitis, cholecystitis, cholesterolosis nos, right upper quadrant pain, leg pain, numbness, tingling, vaginal odor, amenorrhea, thyroid disorder and adenomyosis uteri. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), 10 months 5 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total vaginal hysterectomy with bilatral salpingectomy and cytoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy- previously added hsg test in lab data & in current pfs its reported she did not undergo an essure confirmation test. Plaintiff received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result:essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound biliary tract - on (B)(6) 2013: impression- 1) large mobile stone within the gallbladder which does not appear to be obstructing the cystic duct at this time. 2) mild increase in echogenicity within the liver may be suggestive of mild fatty liver infiltration. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, vaginal infection, dyspareunia, dysmenorrhea, vaginal discharge, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event :genital bleeding were added. Event verbatim were updated: :psychological or psychiatric problems condition: depression and mental anguish/psych injury .event outcome were updated vaginal infection, vaginal discharge, menorrhagia general, abnormal bleeding, pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse).lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('general, abnormal') in a 31-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urinary tract infection, miscarriage (x 2) and parity 6 (B)(6) 2002; (B)(6) 2003; (B)(6) 2004; (B)(6) 2006 (as written); (B)(6) 2008; (B)(6) 2011. Previously administered products included for to prevent pregnancy: mirena on (B)(6) 2011. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included nausea, vomiting, gallstones, non-alcoholic steatohepatitis, cholecystitis, cholesterolosis nos, right upper quadrant pain, leg pain, numbness, tingling, vaginal odor, amenorrhea, thyroid disorder and adenomyosis uteri. Concomitant products included oxycodone. Hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), 11 months 3 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total vaginal hysterectomy with bilateral salpingectomy and cytoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy- previously added hsg test in lab data & in current pfs its reported she didn't undergone for an essure confirmation test. Plaintiff received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, vaginal infection, vaginal discharge. Essure insertion details: the essure device was placed first in the left ostia . There were three coils protruding into the endometrium. The right essure was placed and at that time there were four coils protruding from the ostia. There was no perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result:essure device was successfully occluded. Ultrasound biliary tract - on (B)(6) 2013: impression- 1) large mobile stone within the gallbladder which does not appear to be obstructing the cystic duct at this time. 2) mild increase in echogenicity within the liver may be suggestive of mild fatty liver infiltration. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal bleeding, vaginal infection, dyspareunia, dysmenorrhea, vaginal discharge, abdominal pain, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received. Medical history, essure lot number were added. Reporter added. On 3-dec-2019: medical record received. No new clinical information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("inenstruation issues") and infection ("infections"). The patient was treated with surgery (robotic assisted laparoscopic total vaginal hysterectomy with bilatral salpingectomy and cytoscopy). Essure was removed. At the time of the report, the device breakage, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-may-2013: result:essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant') and pregnancy with contraceptive device ('pregnancy') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included nausea, vomiting, gallstones, non-alcoholic steatohepatitis, cholecystitis, cholesterolosis nos, right upper quadrant pain, leg pain, numbness, tingling, vaginal odor, amenorrhea, thyroid disorder and adenomyosis. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total vaginal hysterectomy with bilatral salpingectomy and cytoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discremptency- previously added hsg test in lab data & in current pfs its reported she didn¿t undergone for an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result:essure device was successfully occluded. Ultrasound biliary tract - on (B)(6) 2013: impression- 1) large mobile stone within the gallbladder which does not appear to be obstructing the cystic duct at this time. 2) mild increase in echogenicity within the liver may be suggestive of mild fatty liver infiltration. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, vaginal infection, dyspareunia, dysmenorrhea, vaginal discharge, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: reporters were added. Event infection was updated to vaginal infection and new events-abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea, dyspareunia, abdominal pain, vaginal discharge, pregnancy and device ineffective were added. Event outcome of pelvic pain was updated from unknown to recovering. Concomitant conditions were added. Concomitant drug was added.lab test was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant') in a 31-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urinary tract infection, miscarriage (x 2) and parity 6 ((B)(6) 2002; (B)(6) 2003; (B)(6) 2004; (B)(6) 2006 (as written); (B)(6) 2008; (B)(6) 2011). Previously administered products included for to prevent pregnancy: mirena on (B)(6) 2011. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included nausea, vomiting, gallstones, non-alcoholic steatohepatitis, cholecystitis, cholesterolosis nos, right upper quadrant pain, leg pain, numbness, tingling, vaginal odor, amenorrhea, thyroid disorder and adenomyosis uteri. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), 11 months 3 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general, abnormal") and menstrual disorder ("menstruation issues") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (robotic assisted laparoscopic total vaginal hysterectomy with bilatral salpingectomy and cytoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy- previously added hsg test in lab data & in current pfs its reported she didn¿t undergone for an essure confirmation test. Plaintiff received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, vaginal infection, vaginal discharge. Essure insertion details: the essure device was placed first in the left ostia . There were three coils protruding into the endometrium. The right essure was placed and at that time there were four coils protruding from the ostia. There was no perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result:essure device was successfully occluded. Ultrasound biliary tract - on (B)(6) 2013: impression- 1) large mobile stone within the gallbladder which does not appear to be obstructing the cystic duct at this time. 2) mild increase in echogenicity within the liver may be suggestive of mild fatty liver infiltration. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal bleeding, vaginal infection, dyspareunia, dysmenorrhea, vaginal discharge, abdominal pain, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.